Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil unexpectedly detached from the pusher wire in the microcatheter. Both segments of the coil were removed from the patient together with the microcatheter. There was no reported intervention or patient injury. The patient's status is reported to be good.

Manufacturer narrative:
The device was returned for evaluation. The product return contained only the stretched out implant body coil. The delivery pusher was not attached to the implant coil. The degree of observed coil stretching was greatest at the proximal tie knot region, and less at the distal tip of the implant. This suggests that the implant began to stretch at the proximal tie knot region. Although the coil was stretched out, the hydrogel filament was contained within the winds of the coil in 2 separate pieces. The complaint stated that 10 additional coils were delivered though the same catheter, which suggests that there was no blockage of the catheter lumen. Based on the investigation and provided information, the complaint of a detached implant can be confirmed; the implant coil was noted to have stretched before detaching from the pusher. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. It is possible that the coil may have become kinked or damaged during introduction into the catheter which would have increased the likelihood of the coil stretching. The delivery catheter used had a compatible inner lumen ID and it is unlikely there was any blockage or kink within the catheter as 10 additional coils were delivered following the unit in question.